Manufacturer narrative:
(B) (4) - alarm, failure to. Evaluation of the returned product shows that the alarm does not power on and has no alarm tone. The magnet plate failed. The buttons are not intact and are not working. (B) (4).

Event description:
The customer reported that they heard a thump and went into their mother's room. They found their mother on the floor and the alarm had not gone off. They reported that they were using the string and magnet only and it was still attached to their mother's clothing. They also reported that the alarm had been working perfectly until this incident. When they looked at the alarm the green light was flashing. They reported that their mother was not injured.